Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unk. According to the reporter: during use, the reducer was inserted into 5mm port sealing part. When clamp was inserted , part of reducer was disengaged. Fallen piece could not be retrieved. Patient is under observation. No additional bleeding. No tissue damaged. Operative time not extended more than 30 minutes. No patient injury reported. No patient additional information available.